Event description:
It was reported that the camera head's scope mount had come off. There were no reports of patient harm.

Manufacturer narrative:
A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned for evaluation, and the customer's allegation was confirmed. The device evaluation found that the scope mount was broken, the connector cracked, and there were watertight defects. Based on the results of the investigation, it is likely that the following led to the malfunction: scope mount broken: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A probable root cause could not be identified. Connector cracks and watertight defects: it is presumed that the water flooded through the cracks in the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional